Event description:
The keypad on my minimed 670g insulin infusion pump became unresponsive, and the stuck keypad alarm came on, meaning my pump stopped delivering insulin. Medtronic says this happens when there is a large change in atmospheric pressure (eg, air travel), per a recent recall notice. But in my case, it happened when I was driving between (B)(6) - not a big atmospheric change. So something else may be going on.